Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information.

Event description:
A patient, who was enrolled in a study, underwent a da vinci-assisted pulmonary lobectomy procedure. On the same day, post-operative ileus was identified and a ryles tube (nasogastric tube) was placed as treatment. Only supportive treatment was required. The patient was to be kept with nothing by mouth and with an ng tube maintained. Also, IV fluids were to be administered. No additional treatment was required. The event was deemed resolved three days later. There was no report of a da vinci device malfunction. The study investigator classified the event as a moderate severity, a clavien-dindo grade iiia and reported the event as not related to a da vinci device but had a probable relationship to the study procedure and a causal relationship to the patient's underlying disease status.